Event description:
It was reported that the patient experienced a return of spasticity after approximately six months of implantation. A surgical intervention was performed ¿yesterday¿ to further evaluate. It would seem that the issue came from the catheter which was occluded at the level of the connection with the pump (there was granular tissues on the connection). After the tissues were removed normal cerebral spinal fluid (csf) backflow was observed. Thus, the catheter was not replaced but the pump was replaced as the physician had stopped the pump approximately one and a half months earlier. Allegedly, there were no product issues with the pump. Analysis of the pump was requested. At the time of the event, the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested. It was further reported that the pump was interrogated and there was no message indicating a pump failure. There was just a message indicating that the pump was stopped approximately one and a half month earlier. A rotor test was not performed. The patient was currently doing well and receiving effective therapy.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found no anomaly.

Manufacturer narrative:
Product ID 8731sc, implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.